Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the inspiration block. Performed base unit test according to manual and passed. Performed inspiration. Scale point calibration and passed. Performed verification according to service manual and passed. Unit meets factory specifications. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has alarmed "no o2 dosing possible." The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the root cause not established. Exact failure mode was not established. The team decided to replace the inspiration block due to other issues they have faced at the same hospital. As resolution the team decided to replaced inspiration block due to other cases reported from the same hospital (likely alarm 388 cases). Performed base unit test, performed insp. Scale point calibration and performed verification according to service manual and passed. Unit meets factory specs.